Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the alarmed feature infusion set to vibrate. The device passed the self test and displacement test. No unexpected vibration anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has a slight vibrate every hour for the last 2 days. Last blood glucose value is 157 mg/dl. There are no active alarms or alerts and the device is not in special or alarm mode. Nothing further reported.